Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components including one hemodialysis catheter and a dilator for investigation. However, a guidewire was not returned. Visual analysis could not be performed since the guidewire was not returned. A device history record review was performed on the reported lot and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user: "do not use if package has been previously opened or damaged." The customer report of a guide wire kinked in packaging was not confirmed during the complaint investigation. A guidewire was not returned. A device history record review was performed with no relevant findings. Without the actual device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.